Event description:
This report is filed with the knowledge that it is not required since it has not resulted in harm to any patient to this point. However, due to continuing problems with equipment malfunction (over the past two months) and the inability of the hospital to determine whether the root cause problem is related to the equipment or the service, the report is being filed. During the months of march and april 1993, the laser has required 11 service calls related to equipment malfunctions/problems. Numerous parts have been replaced on multiple occassions - including (among others) 4 inverters, 2 dye cells and windows, various optics. Due to the recurrence of the problems, the hospital believes the potential for patient care problems is significant enough to warrant reporting.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: independent service organization. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, modification of device, invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.